Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that power cuts of with no battery, ac mains only. There was no reported patient involvement.